Event description:
A customer had contacted baxter corporate product surveillance to report a three gang stopcock that was leaking in between the connections,;the fluid is coming out of the connections between each stopcock. It is unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual examination of the sample showed no signs of physical abnormality. Functional tests were performed on the device. No signs of leakage were observed on any part of the device. Therefore no cause could be identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample evaluation was not performed, as the customer reported that the sample was not available. No deviations were found in the batch review. The complaint is not confirmed and the assignable cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.